Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the atp board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was beeping continuously when powered on. No additional information was provided. There was no patient present when this issue was identified.